Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with vancomycin (1 gram, route and frequency was not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.